Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient. The complainant reported that the foley balloon had burst. The complainant reported that no pieces were missing. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Received 1 lubrisil intermittent catheter with drain bag for evaluation. Per visual evaluation, it was noted that the balloon was burst and no pieces missing were noted. Per the dimensional evaluation, the active length was measured and results were as follows: short side= 0.7695¿, long side=0.7860¿ (per specification the active length is 0.6¿ to 0.9¿). The catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter fell out of the patient. The complainant reported that the foley balloon had burst. The complainant reported that no pieces were missing. No medical intervention was reported.

Manufacturer narrative:
Received 1 picture of a silicone catheter. The reported event was inconclusive due to poor sample condition; per visual inspection of the received picture, no balloon burst was noted only shows the cap information. Functional and dimensional evaluations were not possible to perform due to only a picture was received for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities. 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. Do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter fell out of the patient. The complainant reported that the foley balloon had burst. The complainant reported that no pieces were missing. No medical intervention was reported.